Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An unspecified complaint was reported regarding the gastrointestinal videoscope. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water tube and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following questions: a. Any malfunction of reprocessing accessories. - not observed. B. Delay of pre cleaning - no. C. Delay of manual cleaning (if delayed, pre soaking is required) - no. D. Air / water flush during pre cleaning - yes. E. Detergent flush during manual cleaning - yes. F. Wiping / brushing the surface during manual cleaning - yes. G. Has this device been used to a patient with foreign material attached to the device? - no. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.